Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2013 due to an unknown reason. The physician was dr. (B)(6)at (B)(6) medical center in (B)(6). No addititonal information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).